Event description:
It was reported that blood cultures were positive for bacterial infection. Drug therapy was performed. The patient also had massive intraperitoneal bleeding (hypermenorrhea). It was noted that the patient had a transfusion of concentrated red blood cells on (B)(6) 2024. The patient had a history of lesions or disease at the bleeding site and accelerated the development of bleeding. The approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Laboratory values and test items were performed on the day closest to the date of occurrence of the adverse event. The laboratory value of prothrombin time (inr) was 1.9 iu (B)(6) 2024. The activated partial thromboplastin time (aptt) was 29 seconds, day 30jan2024. The laboratory value of the platelet count (plt) was 16.8 × 10o/l on (B)(6) 2024. Anticoagulant treatment present at the time of the event was warfarin and aspirin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Event description:
The infection was due to a wisdom tooth extraction. Methicillin-resistant coagulase-negative staphylococcus. Was identified. On (B)(6) 2024 the patient was on sulbacillan for treatment and on (B)(6) 2024, the patient was on levofloxacin. On (B)(6) 2024, the patient was treated with sulbacillan again. Negative blood culture was confirmed on (B)(6) 2024. There was no particular treatment plan, but regular outpatient checks would be conducted for fever and c-reactive protein over time. The patient's bleeding had subsided since the administration start of relumina. The patient would continue on relumina.

Manufacturer narrative:
B2: outcomes corrected. E1: reporter contact information was not available. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding and infection as potential adverse events which may be associated with the use of heartmate 3 lvas. This document provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and infection as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.